Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
Pentax of america initiated field correction (B)(4) which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria ((B)(4)). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 25-oct-2019 and inspection of the unit was performed on 01-nov-2019 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection, insertion tube polyurethane damaged at segment side under the bending rubber glue, elevator body sticking, primary operation channel resistance, up angulation decreased, right angulation decreased, air/ water socket cylinder o-ring chipped, hole in # 1 remote control button cover, passed dry leak test, suction tube resistance, connector root brace cracked, lightguide prong cover glass set loose, passed wet leak test, middle lcb distal cover glass glue is missing, insertion tube lump at stage 1, insertion tube bump at end of root brace, fluid invasion not observed in control body, fluid invasion not observed in pve connector, prism lens chipped, light carrying bundle distal cover glass middle chipped, hole in # 2 remote control button cover, umbilical cable single buckled under pve root brace, scope case lock damaged, distal cap - fixed type distal tip upgrade, image mild shadow. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The endoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. Parts replaced: o-rings and seals air/water tube, deflector operating wire, deflector staycoil, objective prism assy, operation channel, adjusting collar, angle wire, bending rubber, segment attaching screw, distal case attaching screw, insertion flexible tube, segment assy attaching screw, rl pulley assy, ud pulley assy, remote control button, suction channel lg, light guide cable, deflector body link, distal case/cap, o-ring(0.5x1.3), operation channel. The video duodenoscope is pending final qc approval as of 21-nov-2019.